Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels 454 mg/dl and 246 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with bolus. The customer was not using sensor. It was unknown if the insulin ump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.